Event description:
During the insertion of the cannula, at the beginning of surgery, the luer reportedly broke. The device was removed and replaced with another of the MFR's own cannulas. Info regarding this incident was not made available.